Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Visual inspection identified that the distal end of the shaft of the suture anchor, peek pushlock sp was bent, and the metal tip eyelet was bent from the threaded distal end of the shaft. No problems were noted with the devices inside the blisters. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion and/or user-applied excessive mechanical forces.

Event description:
It was reported that during a refixation of the rotator cuff surgery the tip of the anchor was too blunt or the material too soft and the tip got bent. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Correction: d2a.